Manufacturer narrative:
Result: the pet lock on the proximal end of the pc400 pusher assembly was broken and the pull wire was withdrawn from the hypotube. The pusher assembly was kinked in multiple locations along its length, and fractured on the hypotube. The coil was detached from the pusher assembly. The stretch resistant (sr) wire of the coil was fractured, and the proximal constraint sphere was stuck inside the distal detachment tip (ddt) of the pusher assembly. Conclusion: evaluation of the returned pc400 revealed that the sr wire of the embolization coil was fractured, and the proximal constraint sphere was stuck in the pusher assembly ddt. This type of damage typically occurs due to improper handling during use. If the device is forcefully withdrawn against resistance, this type of damage may occur. Further evaluation revealed that the pc400 pusher assembly was fractured and kinked in multiple locations. This damage was likely incidental, and may have occurred during preparation for return shipping. Evaluation of the returned px slim revealed that the strain relief was stretched. This likely occurred during attempts to withdraw the px slim while resistance was applied to the strain relief. Further evaluation revealed multiple repeated kinks along the distal end of the px slim. If the px slim was advanced through a support catheter and met resistance to the distal tip, it is likely that this type of damage will occur if the px slim is continued to be forcefully advanced. The damage to the px slim distal end would likely cause resistance when attempting to advance or withdraw devices through it. If further attempts are made to advance or withdraw devices through a damaged px slim, the devices may become damaged as well. Penumbra coils are 100% functionally tested during in-process inspection. Penumbra coils and catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Please note that the narrative provided in the initial MDR erroneously indicated that the physician used a new ruby coil instead of a new pc400 coil.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2015-01161.

Event description:
The patient was undergoing a coil embolization procedure in the major aorto-pulmonary collateral artery (mapca) using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, the physician accessed the aneurysm from the right femoral artery using another manufacturer's catheter and sheath. The physician then advanced a pc400 coil through the px slim in a zig zag manner with resistance. The px slim kicked back, but the physician continued to advance the pc400 coil into the aneurysm and it began winding in the internal lumen of the tip of the other manufacturer's catheter and at the tip of the px slim. The physician decided to remove the pc400 coil by pulling back the pc400 coil pusher assembly and encountered a slight resistance. The physician then used radioscopy to confirm that the pc400 coil unintentionally detached inside the tip of the other manufacturer's catheter. Both the px slim and the pc400 coil pusher assembly were removed from the patient. The physician flushed the other manufacturer's catheter using another manufacturer's guidewire and saline but was unable to remove the coil. While pulling back the other manufacturer's catheter from the right internal thoracic artery to the right subclavian artery, the pc400 coil started unraveling. The physician attempted to retrieve the pc400 coil by using another manufacturer's snare device but was unsuccessful. Although the pc400 coil was not retrieved, the physician was able to catch the tip of the other manufacturer's catheter and planned to retrieve the pc400 coil into another manufacturer's sheath. The physician cut off the distal hub of the other manufacturer's catheter and pulled the snare device back; however, resistance was met and the coil could not be retrieved. The physician confirmed that after cutting off the hub of the other manufacturer's catheter, a portion of it was left around the bifurcation area between the abdominal aorta and the right common iliac artery and used another manufacturer's sheath and the snare device to successfully withdraw the remaining part of the catheter and a portion of the unraveled pc400 coil. The physician continued the embolization procedure by using a new ruby coil, another manufacturer's coils and a new px slim. A radioscopy was performed which confirmed the location of the remaining unraveled pc400 coil in the patient's body. The physician used another manufacturer's pigtail catheter to successfully remove the pc400 coil and performed a post-radioscopy to confirm that no unraveled and stretched coil remained in the patient's body. The procedure was then successfully completed.